Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
After the event a dräger service technician was dispatched and was not able to reproduce the reported symptom. The technician downloaded the log file, tested the machine and reported that all tests passed. The electronic log file was analyzed. Based on the information that was logged during the case in question the reported stop of automatic ventilation could not be confirmed. There were no entries indicating an interruption of automatic ventilation. The set values for ventilation pressure were achieved at any time during the entire case but various alarms for low minute volume, apnea and high airway pressure (peak pressure exceeded 40mbar) indicate that there was a stenosis outside the device, around the y-piece at the patient connection. The investigation has not revealed a device failure. The perseus was tested on site without findings and has reportedly been used since then with no further problems.

Event description:
Please see initial report.